Event description:
It was reported that the patient presented for an implant procedure. During the procedure, pericardial effusion was noted while mapping with the device. The device implant was abandoned, and pericardiocentesis was performed on the patient. The patient was recovering.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device suddenly dropped slightly into the apical region while mapping, and a pericardial effusion was then confirmed by echocardiogram. The device implant was abandoned, and a pericardiocentesis was performed. The patient was recovering.

Manufacturer narrative:
Correction to b5, section d4, h4 and g3. The g3 of the previous report should have been 24 jun 2025 instead of 29 jun 2025 for report MFR #2017865-2025-94552.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction for h6 coding.

Manufacturer narrative:
The reported event of trying to get docking cap to insert into loading tool was not confirmed. As received, a complete catheter was returned in one piece with the support coil curved and in extended tether mode. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Dimensional analysis of the tether bullets, distal wires, protrusion length and bullet offsets were measured within the product specification. The functional test of the catheter was performed, and the catheter¿s docking cap was inserted into the loading tool without difficulty. Additionally, the device was able to be loaded, docked and released, as normal from the catheter. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.